Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider via a company representative on (B)(6) 2020. It was reported that no actions or interventions had yet been taken to resolve the empty pump. The pump was still implanted and alarming. The patient had an appointment scheduled for sometime in (B)(6) 2020 to address the issue. The caller did not know if the patient had any symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient with an implantable pump for in tractable spasticity. It was noted that the pump administered baclofen with concentration 2000 mcg/ml at a dose rate of 400 mcg/day. As per the logs provided, baclofen with concentration 2000.0 mcg/ml was being administered at a dose rate of 440.2 mcg/day as of (B)(6) 2019. It was reported that the patient¿s medical history included quadriplegia and being on a ventilator. The patient¿s pump was empty since (B)(6) 2020. As per the logs, a non-critical alarm regarding low reservoir occurred on (B)(6) 2020 followed by a critical regarding empty reservoir on (B)(6) 2020. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that the patient was quadriplegic and dependent on a ventilator. No diagnostic tests or troubleshooting were performed. No actions or interventions were taken. It was unknown if surgical intervention was planned. The issue was not resolved as of (B)(6) 2020. The patient was without injury regarding their status as of (B)(6) 2020. The patient¿s weight was unknown / would not be made available. No further patient complications have been reported as a result of this event.